Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified and mildly tortuous coronary artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for predilation. However, on the first inflation at 5atmopsheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 15x15mm non-bsc balloon catheter. No patient complications were reported and patient's status was good.